Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. One of two sensors failed per specification due to low readings. The second sensor passed per specification with accurate readings.

Event description:
It was reported by the customer that their blood glucose levels were elevated due to calibration errors with her sensor. Customer uploaded calibration information to software provided. During troubleshooting, it was found that the customer is using two different meters. Advised customer to only use one meter and to calibrate three to four times a day. Blood glucose level was 154 mg/dl and device prompted her to change sensor. Advised customer to discontinue use and send device in for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.